Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that the blade would not go far enough into the chunk of the device, so that it did not come out when saw was activated. As a result, an alternate device was deployed. The surgical procedure was completed successfully, and there were no delays or adverse consequences to the pt.

Manufacturer narrative:
Eval is progress, but not yet concluded.